Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿.

Event description:
The patient was initially implanted with a bifurcated stent graft and suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately six and a half (6.5) years post initial procedure, the patient presented with a possible type 3b endoleak. Patient is pending an angiogram to confirm endoleak and if confirmed physician will re-intervene with a re-line.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the reported type 3b endoleak of the proximal extension was confirmed. The event is most likely device related due to the use of strata material. Procedure related harms for this event could not be determined. The final patient status was reported to be doing well post-secondary endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately six and a half (6.5) years post initial procedure, the patient presented with a possible type 3b endoleak. Patient is pending an angiogram to confirm endoleak and if confirmed physician will re-intervene with a re-line updated information: the reported endoleak was confirmed to be a type 3b of the suprarenal extension . A re-intervention was completed. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft and vela suprarenal stent graft extension to treat this event. Patient was reported as doing well.